Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17736549m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: carto 3 system; us catalog #: unknown; serial #: unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ventricular tachycardia with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a retroperitoneal hemorrhage (requiring surgical intervention) and death. Anatomical and electrical mapping were performed via a venous anterior approach. Physician intended to complete mapping via a retrograde arterial approach. Difficulties were encountered during introduction of the non-biosense webster, inc. Guiding sheath (brand-unspecified) and the thermocool® smart touch¿ bi-directional navigation catheter into the femoral artery, which were attributed to atypical anatomy (tortuous artery). Thermocool® smart touch¿ bi-directional navigation catheter was inserted with some difficulty under radioscopy. An abnormal vascular path was observed and was assumed to represent an arterial perforation. Thermocool® smart touch¿ bi-directional navigation catheter was removed and the patient became tachycardic. Patient became hemodynamically unstable and a retroperitoneal hemorrhage was detected. Remainder of procedure was aborted. Patient was transferred to the operating room to repair the injury. During the night, the patient decompensated and expired. Medical history includes being overweight, double platelet anti-aggregation, anticoagulants, and inguinal hernia repair. Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s pre-existing conditions. There were no issues or errors reported on any biosense webster, inc. Products or equipment during the procedure. No ablation was performed, as the adverse event occurred while attempting to introduce the catheter. Sheath was a non-biosense webster, inc. Product. Force visualization features included dashboard. Visitag was not used. Color options used prospectively included force.